Event description:
Patient was undergoing embolization procedure for a cerebral artery aneurysm using penumbra coil system. During the operation the physician held the hub of the px slim delivery microcatheter and it became kinked. The microcatheter was replaced with another one of the same lot and the operation was finished. Physician comment: the px slim should be more reinforced.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.